Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site, with redness and swelling. The physician did not believe the infection was related to the device. The patient was hospitalized and treated with antibiotics. All device components were explanted and discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 14 days post implant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5000785. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5004072. UDI: (B)(4).